Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
Findings: evaluation revealed that the display screen was dim and discolored. A test screen was placed on the pump and the display showed normally. Unrelated to the display issue, investigation revealed a cracked battery compartment and the battery cap would not tighten on. A test cap was inserted and the pump was tested for 24 hours with no alarms or power interruptions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.